Event description:
"Twelve-thirteen boluses were registered without the pt using the pendant. This occurred overnight, and was noticed by a nurse the next morning. The pt was not adversely affected, although sleepy. The pump has been used since this event, and so the (pump) history will not relate to the reported problem. The hospital ebme attributes the problem to a damaged pendant." There was no report of any adverse pt event or any required intervention coincident with the device. Although requested, no add'l info has become available.